Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested, hospital denied providing information.

Event description:
The customer reported to philips that the defibrillator would not deliver a shock. The patient involved was shocked by another xl defibrillator but died.

Manufacturer narrative:
Problem statement: the customer reported to philips that the defibrillator would not deliver a shock patient involvement: the patient was being treated in the hospital for cardiac arrest on (B)(6) 2017 at 8:00 am. The clinicians attempted to shock the patient involved with 200j three times using external paddles and pads. The clinicians then used another xl defibrillator to shock the patient involved. The shock was delivered by the other xl defibrillator but the patient died. The patient was reported to have had a "large cardiac past issue". There were no ECG strips or data card available for review. From the customer , users don¿t believe the device behavior impacted the patient outcome. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. Resolution and disposition: the fse reported that the issue was not confirmed and there was no trouble found with the device. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months there were 57 other cases (approximate average less than 5 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. Three of the 57 complaints involved serious injury and three complaints, one of which was this complaint, involved death. None of the serious injury complaints were adverse patient outcomes attributable to the device use. For one death, it could not be determined if the patient outcome was attributed to the device behavior. The other two deaths were was independent of the clinical actions taken and not attributed to the device behavior. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: the customer has requested and will receive communication regarding the results of this investigation.